Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported replacement from textured to smooth due to the patient concern of the implant and seroma. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported replacement from textured to smooth due to the patient concern of the implant and seroma. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side replacement from textured to smooth due to the patient concern of the implant and seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.